Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device down button was damaged and ripped off. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.